Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va04f91, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a power on reset (por) condition appeared on the patient programmer after a revision the day of the report. The error code was not available at the time of the report. The message appeared following electromagnetic interference (emi) exposure. Later that day it was reported that the patient wanted to see if she can turn the device on herself. The patient had a problem with her programmer and was not able to sync with the implant, both with or without the antenna attached. The patient had a revision the day of the report where the implant was placed deeper. The patient stated that because it was deeper it ¿hurt more¿ and had a lot of bandages on. The patient stated that her health care provider (hcp) talked to ¿someone¿ and was told he needed the clinician programmer to ¿fix what was wrong.¿ the patient was supposed to hear from a manufacturer representative but had not. The hcp reportedly did not ask a manufacturer representative to be at the revision because there was ¿nothing wrong with the wires.¿ four days later it was reported that the patient saw an end of service (eos) / end of life (eol) message. The patient stated that after the revision ¿they¿ were getting the ¿replace the battery doctor screen¿ and her hcp did not know what this meant. The hcp reportedly ¿did not know how to turn it back on, left the hospital because he got scared, and did not know what to do.¿ five days later it was reported that the previously reported por was cleared and the patient was reprogrammed. The patient was happy with stimulation.